Event description:
The customer has requested that the run data file be analyzed to determine a possible cause for a white blood cell (wbc) contamination from a trima collection that was discovered by the lab during qc testing. The wbc count is not available at this time. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is not available for return for evaluation. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Also, to provide corrected initial reporter information. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The signals in the rdf do not show the root cause of the elevated wbc count. It is possible that the white cells may have escaped the lrs chamber during a 'motor hardware failure' alarm, though the signals are not definitive. It is also possible that this failure is part of this site's statistical distribution for leukoreduction. This leukoreduction failure may also be donor-specific. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.